Event description:
It was reported that during a sigmoidectomy procedure, the clip was fed to the jaw before the previous clip was formed fully from the fifth or sixth firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Antibackup. Evaluation summary: the analysis results found that the elm5ml device was rec'd in good visual condition. The device was tested for functionality and it fired 5 clips conforming and 3 malformed clips due to an antibackup failure. The device was disassembled to verify the condition of the internal components and no anomalies were found. While no conclusion could be reached as to how the clips became malformed, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.